Manufacturer narrative:
An evaluation of the device cannot be performed as the device was kept by the doctor. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.

Event description:
It was reported patient had a revision of left hip due to loosening. Doctor removed cup, poly and head.